Event description:
Another country's regulatory authorities reported that a patient experienced endophthalmitis four days following intraocular lens (iol) implant surgery. The surgeon who performed the surgery reported that, contrary to what was initially reported, first symptoms were observed nine days following iol implant surgery. The patient was hospitalized two days later for a period of one month. During hospitalization, the patient underwent a vitrectomy, an endocular laser treatment and a cryoapplication. The patient had a retinal necrosis and, as a result, visual function of the eye was lost. Surgeon said enucleation is not envisaged. Cultures were taken and the results were negative. Additional information has been requested. This is one of three medical device reports being filed for this event. This report is for the custom pak.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.